Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('the essure device has migrated slightly into the pink-tan myometrium'), pelvic pain ('pelvic pain'), genital haemorrhage ('severe bleeding genital') and cardiac operation ('unnecessary heart surgery') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included chronic cervicitis and uterine leiomyoma. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), transient ischaemic attack ("transient ischemic attack/mini strokes"), migraine ("migraines"), dizziness ("dizziness"), amnesia ("memory loss"), inflammation ("inflammation"), autoimmune disorder ("autoimmune disorder"), depression ("depression") and anxiety ("anxiety") and underwent cardiac operation (seriousness criterion medically significant). The patient was treated with surgery (ablation, essure device removal (B)(6) 2020 and essure removal/hysterectomy with salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, discomfort, transient ischaemic attack, migraine, dizziness, amnesia, inflammation, autoimmune disorder, cardiac operation, depression and anxiety outcome was unknown. The reporter considered amnesia, anxiety, autoimmune disorder, cardiac operation, depression, discomfort, dizziness, embedded device, genital haemorrhage, inflammation, migraine, pelvic pain and transient ischaemic attack to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-jun-2021: mr received. Reporter information , date of birth , other relevant history , event : " the essure device has migrated slightly into the pink-tan myometrium" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('severe bleeding genital') and cardiac operation ('unnecessary heart surgery') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), transient ischaemic attack ("transient ischemic attack/mini strokes"), migraine ("migraines"), dizziness ("dizziness"), amnesia ("memory loss"), inflammation ("inflammation"), autoimmune disorder ("autoimmune disorder"), depression ("depression") and anxiety ("anxiety") and underwent cardiac operation (seriousness criterion medically significant). The patient was treated with surgery (ablation and essure device removal 30sep2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, discomfort, transient ischaemic attack, migraine, dizziness, amnesia, inflammation, autoimmune disorder, cardiac operation, depression and anxiety outcome was unknown. The reporter considered amnesia, anxiety, autoimmune disorder, cardiac operation, depression, discomfort, dizziness, genital haemorrhage, inflammation, migraine, pelvic pain and transient ischaemic attack to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-oct-2020: quality safety evaluation of ptc . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('severe bleeding genital') and cardiac operation ('unnecessary heart surgery') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), discomfort ("discomfort"), transient ischaemic attack ("transient ischemic attack/mini strokes"), migraine ("migraines"), dizziness ("dizziness"), amnesia ("memory loss"), inflammation ("inflammation"), autoimmune disorder ("autoimmune disorder"), depression ("depression") and anxiety ("anxiety") and underwent cardiac operation (seriousness criterion medically significant). The patient was treated with surgery (ablation and essure device removal (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, discomfort, transient ischaemic attack, migraine, dizziness, amnesia, inflammation, autoimmune disorder, cardiac operation, depression and anxiety outcome was unknown. The reporter considered amnesia, anxiety, autoimmune disorder, cardiac operation, depression, discomfort, dizziness, genital haemorrhage, inflammation, migraine, pelvic pain and transient ischaemic attack to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.